Manufacturer narrative:
Concomitant medical products: 407458, lead, implanted: (B)(6) 2007; 5076-52, lead, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and performed a remote monitoring transmission. The high voltage right ventricular (rv) lead was noted to have high/undefined superior vena cava (svc) coil impedance and the rv coil had increased impedance. Additionally, an alert was triggered due to short v-v intervals and non-sustained episodes. The sensing vector was programmed rv tip to rv coil and oversensing of noise was observed. The rv coil was suspected to be fractured. The high voltage rv lead remains in use. No patient complications have been reported as a result of this event.